Event description:
A customer reported a cracked and shattered touchscreen on their insulin pump, which occurred when the pump was dropped and hit the ground. Despite the damage, the customer was still able to interact with the device, and there was no adverse impact on the customer¿s blood glucose level. Technical support arranged a replacement pump as the original was still under warranty and advised the customer about necessary steps including backup therapy with multiple daily injections (mdi), programming settings into the new pump, and returning the damaged pump within ten days to avoid additional charges. The customer acknowledged all instructions and understood the process.